Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant as the device was manufactured before 2002. Investigation results do not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in used condition. The evaluation was performed, and the reported issue was duplicated, it was noted that off switch showed signs of wear and tear. Pressed the off switch and device power remained on except for the pump which powered down. Powered device on and off repeatedly. Turn off function operated as intended. The root cause of the reported issue was due to wear and tear, due to faulty electronic assembly. The technician found the main printer circuit board (pcb) to be faulty. The technician replaced membrane switch due to wear and tear. No further actions were required.

Event description:
It was reported that the device won't turn off, suspect membrane switch issue. No patient injury was reported.